Manufacturer narrative:
Event is no longer reportable for device malfunction and is only reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a160 serial# (B)(4) implanted: (B)(6) 2017 product type lead product ID 977a160 serial# (B)(4) implanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that the patient was not having pain relief like they did during the trial and was scheduled for a lead revision on (B)(6) 2017. It was reported that the patient had already been reprogrammed since implant and had had x-rays taken. No further comp lications are anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was now having pain relief like in their trial since lead revision. The x-rays did not show any lead migration and there were no impedance issues post-implant. The leads for implant were placed like the leads were during the trial to get the same relief. Intraoperative testing was done to confirm the initial placement. At start-up, the original placement was doing well with pain relief and that slowly changed. No further complications were reported.